Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Customer changed pump supplies multiple times to address the issue. Reportedly, the customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.